Manufacturer narrative:
Pad was removed from patient without incident. Patient was not injured.

Event description:
During the procedure, the distal tip pad detached from the device and fell into patient cavity. The pad was removed without incident.